Event description:
It was reported "patient must manually manipulate cord in charging port for it to connect for charge." There was no reported adverse effect to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.